Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that half of their infusion sets had been leaking causing them to have a high blood glucose. The customer was able to change the infusion set. The high blood glucose event began on (B)(6) 2017. The customer stated the meter said high. They treated with injection of insulin. They declined troubleshooting for the high blood glucose. The device will not be returned for analysis.